Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
The customer reported that fragments from the softclix lancets remained in his finger. The customer states he will be able to remove the fragments on his own without any assistance or medical treatment. No adverse event reported. Return of the suspect device was requested for evaluation.